Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the device scissored on the first clip fired during a coronary procedure. The site used a similar device to complete the case with no patient consequence.